Event description:
It was reported to philips that monitor shows no ECG cable even when plugged in. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.